Event description:
It was reported that at implant, the programming of the baclofen and clonidine units should have been mcg/ml and not mg/ml; they were the secondary and tertiary drugs in the pump. The primary drug unit was correct and the actual concentration numbers were accurate for all. The priming bolus was programmed with the accurate volume and it was completed. The patient was doing well. They were planning to update the pump with the correct units. The device system was delivering morphine, baclofen and clonidine. It was later reported that the mistake with the units for the clonidine and baclofen was corrected when the patient was in recovery. The patient was doing fine.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).